Event description:
It was reported that the water temperature was low and that the arctic sun device was reading a lower temperature compared to their other arctic sun device therefore they swapped it out. They did a heat and cool challenge over the phone with the engineer and the device would not heat above 28 degrees. Per review of wo on 20apr2023, the device was swapped for another device, no interruption to patient therapy - no adverse effect. Per follow up information received via email on 20apr2023, therapy was continued on another device, no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not reproduced. No root cause was found as the reported event was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were needed. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was low and that the arctic sun device was reading a lower temperature compared to their other arctic sun device therefore they swapped it out. They did a heat and cool challenge over the phone with the engineer and the device would not heat above 28 degrees. Per review of wo on 20apr2023, the device was swapped for another device, no interruption to patient therapy - no adverse effect. Per follow up information received via email on (B)(6) therapy was continued on another device, no impact to the patient.